Event description:
On (B)(6) 2010, director infection control, (B)(6) telephoned medefil, inc. To complain about medefil normal saline i.v. Flush syringes. She stated that when nurse flush the i.v. Catheter's, there is not enough pressure during flushing, and this is causing catheters to clot. As the catheters clot, they need use alteplase to de-clot the line which is expensive and can cause bacteremia. Per (B)(6), if there is a group of clinicians with medefil that could come into (B)(6) and to work with IV team to determine how to resolve this.

Manufacturer narrative:
The most probable cause for this issue with the syringe is that it is not being manipulated correctly in accordance with the insert instruction for use regarding air removal prior use and the exertion made that may bend the barrel, braking the vacuum effect, and diminishing suction. In order to address these issues, the insert for normal saline i.v. Flush syringes will be revised to add details on how to properly manage the syringe as follows: the insert will now contain the following statement "when attempting to aspirate tubing or an indwelling device by pulling back the syringe plunger, while attached to the tubing or indwelling device, use a two-handed technique with one hand on the syringe barrel and the other on the plunger. Pull the plunger straight back. Do not pull or bend the plunger sideways. Medefil, inc. Representative visited the (B)(6) (B)(4) 2010 and (B)(4) 2010 to discuss this tissue and provide instruction on the proper two handed technique procedure for aspirating the line to obtain blood return. The medefil's representative returned to the (B)(6) facility on 09/08/2010 and trained 204 nurses on the two handed technique.